Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing for a diagnostic procedure, the customer did not have the valve on the cysto-nephro videoscope, resulting in the end of the scope blowing up in the machine and metal was protruding. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to handling methods of the customer. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.